Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and dyspareunia.

Manufacturer narrative:
Date sent to the FDA: 10/11/2016.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008, tvt secur was implanted concurrently with operative laparoscopy with ablation of endometriosis and lysis of adhesions.